Event description:
It was reported that this patient experienced bradycardia. This lead was found to have perforated the ventricle. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.